Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 3 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lvad system alarmed for pump off, low flow and driveline disconnect alarms on (B)(6) 2016. A review of the patient's event history revealed similar alarms had occurred on (B)(6) 2016. There were no obvious kinks in the driveline. It was reported that the patient's power lead had previously been repaired with rescue tape due to a slight kink. Review of the submitted log file by the manufacturer¿s technical service representative revealed multiple pump stoppage events and low speed advisories. Review of x-rays revealed an area of concern which appeared to be at the driveline exit site. Given the suspected location, it seemed the damage would be unable to be repaired. As the observed pump stoppages seemed to occurred between midnight and 2 am, it was determined the patient most likely had rolled over on the driveline where the exit site is and caused the pump to stop at those times. The patient was placed on an ungrounded power module patient cable (B)(6) 2016 with no further alarms. On (B)(6) 2016, a driveline repair was performed. The patient was then placed on a grounded power module patient cable without any further alarms.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed through an analysis of the submitted system controller log file. The submitted log file showed that the low speed and pump stoppage events only occured while the system was operating on the power module. Based on the manufacturer's previous complaint experience, these events can be associated with a potential driveline issue. Approximately 19 inches of the external portion of the driveline was returned for evaluation. Minimal wear was observed on the braided shield adjacent to the metal connector and at the terminus of the connector bend relief. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear to any of the insulation. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any evidence of insulation breaches that would have contributed to an electrical short. The cause of the captured low speed and pump stoppage events could not be conclusively determined based on the evaluation of th returned portion of the driveline. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.